Manufacturer narrative:
Additional information was received on february 12, 2018. The patient was an (B)(6) female with an atypical flutter. The event occurred during the mapping phase. A transseptal puncture was performed during the procedure with an unknown needle. A st. Jude medical/abbott sheath was used. The patient did not require any additional medical or surgical intervention. However, the patient did have an extended hospitalization stay, due to pacemaker implantation. The physician is unsure of the causality of the adverse event. It is noted that the adverse event is possibly patient condition related, however no specific condition provided. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical ensite nav x mapping system; st. Jude medical tacticath contact force ablation catheter; (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the st. Jude medical ensite navx procedure, using a bwi lasso catheter and a st. Jude medical tacticath contact force ablation catheter, the patient became hypotensive. Pericardial effusion was diagnosed via ultrasound. Pericardiocentesis yielded an unspecified amount of fluid. Patient was stabilized and transferred to the intensive care unit (ICU). Physician speculated that a perforation may have occurred in the left atrial anterior wall. It was unknown by the representative and the physician which device caused the perforation, so no device could be excluded.